Manufacturer narrative:
Zimmer biomet complaint number: (B)(6). Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported a patient underwent a revision procedure approximately one month post-implantation due to a wrong screw being implanted. Subsequently, the patient's leg was amputated above the knee. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An unknown screw was not returned for evaluation and pictures were not provided. Visual examination of the returned devices found an unknown stem was returned and fractured. The stem was submitted for further analysis. Analysis confirmed the stem was intentionally cut, likely during removal. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Due to the lack of information, unable to confirm the surgeon used an incorrect screw. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI#: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.